Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary :the instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During assembly of the acetabular cup onto the insertion handle, the surgeon had difficulty fitting the threads onto the handle. Upon inspection, we found there was slight damage on the threads of the handle. We subsequently opened up another handle to complete the procedure, with a short delay of 1-2 minutes. No patient consequence. Lot # is ag0309. Please use no-charge (B)(4) to replace and please provide eta. Patient consequence? No.